Manufacturer narrative:
(B)(4).device evaluated by manufacturer:a visual examination of the returned device found there was blood in the wire lumen and on the surface of the balloon. The balloon was tightly folded and the stent was centered between the markerbands. There were bent and flared struts in the first row of the distal end of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the right coronary artery (rca). A 12mmx2.75mm ion sds was advanced and was unable to cross the lesion. The ion sds was removed. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.